Event description:
It was reported that while impacting and cementing the final tibial plate it became obvious that there was stains on the polished surface of the tibia, where the impact had taken place.

Manufacturer narrative:
This report will be amended when our investigation is complete.